Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, a (B)(6) year old patient experienced spontaneous intermittent pain (intensity=2) during 2 days after altis procedure. During the operation, the investigator noted the bleeding after para-urethral dissection (spontaneous resolution). Date of procedure: (B)(6) 2015. Date of onset event: (B)(6) 2015. Treatment: paracetamol on demand. Status of the event: resolved on (B)(6) 2015 (device still implanted). The investigator, doesn't know if the event is related to the procedure or to the altis sling.